Event description:
According to the reporter: the balloon would not inflate. Opened a new one. There was no tissue damage, unanticipated blood loss, unanticipated colostomy, formal laparotomy, re-operation, conversion to open procedure, or extended operating room time. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 mins.

Manufacturer narrative:
(B)(4).